Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor took 5 hours to connect. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of the sensor connection taking 5 hours through connection loss on transmitter 411utf. A root cause could not be determined via data. The reported issue of the sensor connection taking 5 hours is reportable based on the finding of permanent connection loss.